Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('allergic reaction to nickel') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), rash ("pubic/vulvar rash/rash on thighs/ rash on face and forehead"), anxiety ("mental anxiety/") and emotional distress ("emotional distress"). The patient was treated with surgery (bilateral salpingectomy and laparoscopic removal of the essure). Essure was removed on (B)(6) 2018. At the time of the report, the allergy to metals, rash, anxiety and emotional distress outcome was unknown. The reporter considered allergy to metals, anxiety, emotional distress and rash to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of product technical complaint. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('allergic reaction to nickel') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), rash ("pubic/vulvar rash/rash on thighs/ rash on face and forehead"), anxiety ("mental anxiety/") and emotional distress ("emotional distress"). The patient was treated with surgery (bilateral salpingectomy and laparoscopic removal of the essure). Essure was removed on (B)(6) 2018. At the time of the report, the allergy to metals, rash, anxiety and emotional distress outcome was unknown. The reporter considered allergy to metals, anxiety, emotional distress and rash to be related to essure. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.